Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "edema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: contra-indications: do not inject juvéderm® volift¿ with lidocaine in the periorbital area (eyelids, under-eye area, crow¿s feet) and glabellar region. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported patient was injected with juvéderm® volift¿ with lidocaine into marionette lines, medial cheeks and glabella lines. Approximately 4 months later, patient reported swelling in the 3 areas that were injected. The patient was not unwell at any point, however they did report they were stressed due to family illness. On examination, patient had bilateral swelling in the marionette lines, medial cheek and glabella region. This did not improve with antihistamines or steroids. The product is still in the patient and planned for removal. Symptoms are ongoing.